Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a poor connection was reported from an unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the poor connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. During troubleshooting, there was a poor connection from an unspecified location of the homechoice cassette that led to this alarm. The patient properly tightened the connections before therapy started. Renal therapy services assisted the caregiver to end the therapy session. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.